Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The issue was described as, "when injecting chemical solution at the usual volume as usual, the balloon inside bursts". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4(lot, expiration date, UDI), d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3, 2025 and september 5, 2025. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.